Event description:
It was reported that the pt underwent bilateral breast surgery in 4/2003. Following results of cultures, pt was continued on antibiotics and prescribed sulfa and topical ointments. Physician opines that an inflammatory response to the suture occurred in the wound and that the wound area then became infected with skin flora. Pt is currently healing. Retention suture placed to assist in closure.